Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 85-110mg/dl fasting. Verified test strips expire 08/31/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 108mg/dl and 105mg/dl. Reviewed meter memory 1: 150mg/dl (B)(6) 2015 01:58:00 pm fasting:yes. 2: 143mg/dl (B)(6) 2015 10:42:00 am fasting:yes. 3: 148mg/dl (B)(6) 2015 11:15:00 pm fasting:no. Customers concern: 150mg/dl. After troubleshooting customer refused replacement and states she feels comfortable with the meter.